Manufacturer narrative:
The returned device and was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Air aspiration in the sideport tube was observed when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that a patient had transient st segment elevation noted on inferior leads during a cryoablation procedure (after exchanging the transseptal sheath for the 4fc12 sheath). The 4fc12 sheath was then pulled back into the right atrium and the case was suspended while the st normalized. No additional intervention was done. St elevation resolved within 5 minutes and the cryoablation procedure was completed. There were no issues with the 4fc12 sheath noted during the procedure; the same sheath was used for the entire case. The patient was successfully extubated with no complications reported post procedure. When the device was returned, device analysis showed a leak from the hemostatic valve of the sheath. Reportable based on analysis completed on (B)(4) 2014.